Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred on main drawer 5 and cubie pocket for controlled medication fentanyl 25 mcg patch. The device displayed "device not detected on bus" for the cubie pocket, and the issue could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 cubie d1 was not detected on bus. A field service engineer tried to dial into station. Remote support service (rss) was not making a connection. Customer had already ejected the cubies, and power cycled the station prior to arrival. Fse logged in, the storage spaces showed cubie failures, which were recovered without the cubies present, and medications were then reassigned and reloaded to the respective areas. The system functioned as intended after the field service engineer troubleshot the device.